Event description:
The hcp reported the pt presented with withdrawal symptoms. The pump was explanted and replaced after an implant duration of 27 months. A follow up report will be sent when add'l info is received.